Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there were an unspecified number of tubes with a plastic protrusion inside the tube. Samples had to be recollected, and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows damage to the inside of the used tube with plastic protruding from the inner wall. Additionally, a total of 100 retained samples were visually inspected, and no damage to the inside of the tube was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there were an unspecified number of tubes with a plastic protrusion inside the tube. Samples had to be recollected, and no adverse impact was reported regarding the patient or user.